Event description:
It was reported that during a distal radius procedure, the surgeon placed 2.4mm va-lcp 2 column volar distal radius plate. He drilled for the screw and when he put the screw in, it was too long. The surgeon took it out, placed a drill guide and drilled again. The screw was still too long, and could not be removed. The surgeon felt it was locked to the plate at some point in the hole and would not release. The screw head sits a tiny bit too high on one side. The surgeon left it in and completed the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.